Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring prior to the issue and no information provided regarding impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on the replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days, which customer acknowledged and understood.